Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There has been one other complaint reported for the lot number root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following the intraocular lens (iol) implantation the patient experienced halos and was not adapted to it. After ten months post implantation the lens was explanted. Additional information was requested.